Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) verified the configuration and connections; a medication jam was found between drawers 5 and 6 and removed the jam. The close sensor was secured after being found loose and a system restart was performed, but no status lights appeared on the board. The drawer controller was replaced and configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed to open and received a error message that device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.